Manufacturer narrative:
It was reported that the pt expired and the pump would not be returned for the investigation. A root cause for the reported event could not conclusively be determined through this evaluation. A full evaluation of vad-15480 could not be conducted because other pump was not returned for the analysis. Additional info from the hospital indicated that the pump wasn't thought to be the direct cause. The pt had an ischemic stroke that was likely cardioembolic in nature, and they were unsure when it occurred. The doctor believed the death was likely due to sepsis. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt passed away overnight after family decided to withdraw care. The pt had a stroke intra or immediately post-operation with sever left sided paralysis. She then became septic and required higher dose pressors suddenly. It appeared that the origin was from an ischemic gut. With poor neuro prognosis, family withdrew care. The origin of the stroke was unk. Potential embolic stroke from device or during implant procedure. The pump is reportedly not returning.